Event description:
It was reported that there was an infection. The patient stated that in 2004 they had a staph and fungal infection at the implantable neurostimulator (ins) and surgical site when the new ins was implanted. The patient stated that they had to see a specialist for a long time after that and was in ¿so much¿ pain. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2005, product type extension; product ID 3487a, lot # j0008057v, implanted: (B)(6) 2000, explanted: (B)(6) 2005, product type lead; product ID 3550-09, lot # l86921, implanted: (B)(6) 2001, explanted: (B)(6) 2005, product type accessory. (B)(4).